Event description:
During a normal device exchange, it was not possible to tighten the setscrew of the device. An increased pacing impedance was also observed on the device. The device was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of loose or intermittent connection was confirmed. The reported event of high pacing impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial and ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Functional analysis was performed, and impedance testing was found to be normal.